Event description:
A bi-ventricular assist device (bivad) pt being supported by the ventricular assist device system experienced a problem in 2003, with the system dual driver. The dual driver was reported to be unplugged from the wall to transport the pt to a test when the entire unit shut down (bottom module, top module and compressor tray). The pt was hand-pumped until they could be switched to a back-up unit. Pt remained stable throughout the incident.